Manufacturer narrative:
The device passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. All of the buttons on the device had intermittent response due to corroded keypad traces. No button error alarms noted during testing. The device had cracked case display window corners, cracked battery tube threads, and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that they received a button error alarm. The blood glucose reading is 53 mg/dl. The insulin pump will be replaced.